Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips. The case was completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.